Manufacturer narrative:
Iris product IFU insert states that the diagnostic or therapeutic decisions should not be based on any single result or method. Therefore, decision of clinician to administer therapy based on single false positive or false negative result is indicative of uses of device off labeled claim. The following MDR is related to this event, which documents the other reagent lot# generated on different date: 2023446-2013-00002.

Event description:
Customer reported false positive leukocyte esterase resulted in pts receiving unnecessary antibiotic prescribed by physicians. The false positive was confirmed via urine microscopy and urine cultures.